Manufacturer narrative:
This report is submitted on 2 march 2021.

Manufacturer narrative:
This report is submitted on 25 jan 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2020 due to extrusion of the receiver / stimulator. The patient was reimplanted with a new device during the same surgery.